Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss from the reservoir. All components of the existing ipp were explanted and replaced with a new malleable device. There were no patient complications reported.